Event description:
The user facility reported that in the middle of a diagnostic colonoscopy, the video image was intermittently lost for approximately one minute. The physician withdrew the endoscope from the patient and successfully completed the procedure with a different, but similar device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's claim of no image. This phenomenon was isolated to a damaged charge coupler device (ccd) unit, secondary to fluid invasion. The fluid invasion was likely due to user handling, as the device passed leak testing. This report is being submitted as an MDR in an abundance of caution.